Event description:
The user facility reported that the complaint affects filter needles co-packed with vabysmo. On an unknown date, the patient developed endophthalmitis, suspected to be due to the transmission of an infectious agent via the medicinal product. The reporter assessed the suspected transmission of the infectious agent as related to vabysmo. The company also assessed the causality of endophthalmitis as related to vabysmo. The event occurred post-treatment. No medical or surgical intervention was required, and no harm was reported.